Event description:
It was alleged that, "the patient underwent hip replacement surgery on (B) (6) 2006." It was further alleged that, "after implantation, the patient began experiencing significant pain and discomfort in the area of his hip." It was further alleged that, "after implantation, the patient heard an audible sound emanating from the location of his hip. As a result, that patient underwent a revision on (B) (6) 2009." Further, it is alleged that "the patient's defective device was recalled by stryker howmedica corp on 01/022/2008 due to the detection of "manufacturing residuals"."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.